Manufacturer narrative:
Patient date of birth was reported as an unknown date in (B)(6). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient experienced an underinfusion while connected to a large volume intermate. The device was filled with 2g of meronem in unspecified diluent to a total volume of 200ml. The expected infusion time was 50 minutes; however, after 40 minutes only approximately 16 ml had infused. The medication was given via injection by the nurse to complete the infusion. The event occurred during patient use; however, there was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Manufacture date: june 10, 2016 ¿ june 11, 2016. The device was received for sample evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow test was performed. The flow rates were found to be within the product specification. The reported issue was not verified. Should additional relevant information become available, a supplemental report will be submitted.